Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a percuflex plus ureteral stent was used in a laser lithotripsy procedure. During the procedure, the stent was fractured. It was noted that a bend in the packaging have caused the damage of the stent. The procedure was completed with another same device and there were no patient complications reported.